Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All exacta edms's are 100% leak tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned product was patent. It did not meet requirements for the leakage test. Two luer connections on the zero reference stopcock were cracked. It is unknown how or when the damage occurred. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that during the evd insertion surgery the physician found that a stopcock was leaking on the device. A new unit was used to complete the surgery. It was also reported that the patient was doing okay.